Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found; analysis was unable to duplicate the customer comments.

Event description:
It was reported the device was being used on a patient, and the battery was removed for replacement. The device immediately turned itself off. It did not function for approximately 15 seconds after battery removal. There were no adverse patient effects reported as a result of this event.